Event description:
IV clinical study. It was reported that 896 days after a coronary artery drug-eluting stenting treatment procedure, the patient experienced angina and had a target-vessel re-intervention (tvr). The index procedure treated one 10mm long target lesion located in the distal right coronary artery (rca) with 75% stenosis and a 3.0mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 3.0x16mm express2 bare metal stent, with 0% residual stenosis. The patient was discharged one day post-index procedure on protocol doses of asa/plavix. The patient was admitted 896 days post index procedure with complaints of recurrent angina following and abnormal stress test. Core lab qca report notes 33.33% stenosis in the target lesion. Patient was recommended to undergo brachytherapy to the rpl1. One day later, the distal rca (per crf; pdl and pla per cath report) was treated with four drug-eluting stents, reducing the stenoses to 0%. Core lab qca reported notes 42.62% stenosis in the target lesion. The patient was discharged 2 days after admission. In the opinion of the physician the relationship of the stent to the tvr and the index procedure is unrelated; the relationship to the patient's prior co-morbid condition is probable.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplement medwatch report will be filed.